Manufacturer narrative:
Manufacturing received a vela front panel. The vela front panel was visually inspected. Fluid ingress spot in screen was noted. The vela front panel was installed in known good unit. The touch screen was irresponsive and could not be calibrated.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of the october 01, 2015 the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(4) reported that the touch screen is not responding to touch and that they observed a spot on the screen. There was no report of patient involvement.